Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp)using an evis exera iii duodenovideoscope with a single use distal cover, the patient experienced a perforation. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the distal cover used in the procedure. The patient was an 86-year-old male weighing 155 pounds with a history of billroth ii surgical anatomy undergoing an endoscopic retrograde cholangiopancreatography (ercp) for the indication of choledocholithiasis. The perforation occurred as the duodenoscope was advanced through the biliary limb to the ampulla. The patient required the placement of an ovesco otsc (surgical clip), and percutaneous cholecystostomy tube placement for choledocholithiasis management. The patient is now fully recovered from the perforation. The billroth ii surgical anatomy presented challenges that could have contributed to the perforation. There were no abnormalities in the appearance of the scope or distal cover before or after the procedure. No endotherapy device was used during the procedure. The ovesco otsc clip ovesco ots system set was used after the complication as intervention. The clip did not malfunction. No images of the distal cover can be provided. The distal cover was discarded by the facility and can not be returned for evaluation.